Event description:
It was reported that a user performed a factory reset of the ilet following clinician guidance due to reporting incorrect meal announcement sizes and using meal announcements as corrections, then was unable to enter weight during setup while the dexcom g7 sensor was in warmup. Once the ilet displayed glucose on the home screen, the user entered weight and completed setup without further issues. No reported clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education regarding setup flow and appropriate use of meal announcements. Investigation of this case revealed that the setup behavior was consistent with design, as weight entry requires an active glucose value on the ilet, and the user¿s prior use of meal announcements as corrections reflected use error addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.